Event description:
It was reported that during implant the physician couldn't connect the leads to the ipg (implantable pulse generator) so he replaced it with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; atrial and ventricular connector blocks tested ok using an insertion gauge.